Manufacturer narrative:
The hill-rom technician found the CPR valve was sticking. Per the hill-rom service manual the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The technician replaced the CPR valve to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the head section would not lower when the CPR was pressed. The bed was located at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).